Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint for system error se 2267 (fluid and air in set) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted (B)(4) regarding a system error (se) 2267 alarm that appeared on the homechoice (hc) unit during fill 4 of 5. Technical service representative (tsr) explained the alarm and had the home patient (hp) cycle power. The tsr advised to let the nurse (rn) know about the alarm. No injury or medical intervention was reported. During a follow up, the hp stated that she was never able to find what caused the alarm because there were no leaks, disconnections, unused lines, etc. The hp ended therapy and completed using manuals. The hp notified their nurse of the alarm. The patient was able to perform therapy fine without further complications.